Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 701. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 701:00 was confirmed and reproduced during product evaluation. This condition was caused by a defective user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated onsite at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.